Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to reset the device, close all running background applications, and to remove all other connected (B)(6) devices. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.